Event description:
It was reported that this patient's right knee was revised approximately 14 year 4 months post op. The patella was worn out. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. Product not returning: it was discarded.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 d10 concomitants: 234-03-02 - optetrak asy,ps cemented femoral, sz 2, serial (B)(6). The revision reported may have been the result of orientation of the components, high contact stress, joint instability, and/or from over 14 years of use which led to wear of the patella component and tibial insert. However, this cannot be confirmed because the components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.